Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhering to the forceps base could not be identified. The root cause of the issue could not be definitively determined, however, due to the customers report of the device failing the leak test, it is probable reprocessing could not be completed and foreign material remained on the device. The event can be detected/prevented by following the instructions for use sections below: ¿chapter 3 preparation and inspection¿ ¿5.4 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii duodenovideoscope failed the leak test. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the lever arm and forceps elevator. The report is being submitted due to foreign material on the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed and no leaks were found. Evaluation did find the forceps channel port was deformed, the grip was discolored, the air/water and suction cylinders were discolored, switch #1 was damaged, the switch box was discolored, the right/left and up/down knobs were discolored, the scope cover was cracked, the electrical connector was discolored, the sheet holder unit had corrosion due to water leakage, the adhesive around the light guide and objective lenses cracked and worn, and the distal end was shaved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.